Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and defective locking mechanism was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter: "the safety device comes off when trying to engage it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter: "the safety device comes off when trying to engage it".